Event description:
It was reported that while the customer was delivering a bolus one of the buttons would not respond, the customer replaced the battery and all of the buttons became unresponsive, which was followed by a button error alarm. The customer's blood glucose was 178 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.